Manufacturer narrative:
This complaint includes a known side effect for essential tremor treatment. No new risks were identified. In case more details become available follow up report will be submitted.

Event description:
Loss of taste (dysgeusia) starting two days after an essential tremor treatment.